Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes low sensitivity. When the leads tested normal, the pulse generator was replaced. The patient experienced no complications.